Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4).

Event description:
The customer complained of discrepant high results for 1 patient tested for elecsys hcg test system (hcg) on a cobas e 411 immunoassay analyzer. Three sample tubes were drawn from the patient at the same time. The initial hcg result from tube 1 was 0.500 miu/ml with a data flag. This tube was re-spun and repeated 3 times with results of 175.3 miu/ml with a data flag, 205.0 with a data flag miu/ml and 216.7 miu/ml with a data flag. The result of 205 miu/ml was reported outside of the laboratory. On (B)(6) 2018 the initial hcg result from tube 2 was 0.500 miu/ml with a data flag. The repeat result from this tube after re-spinning was 0.500 miu/ml with a data flag. Tube 3 was sent to a sister laboratory for testing for iron. Tubes 1 and 2 were sent to the same sister laboratory for troubleshooting purposes to be tested on their cobas 6000 e 601 module. The hcg + b result from tube 1 on the e601 module was 215.4 miu/ml. The hcg result from tube 2 was "negative"; the actual result was not provided. On (B)(6) 2018 a new sample was obtained from the patient and the initial hcg result was 0.500 miu/ml with a data flag. The sample was repeated and the result was 0.500 miu/ml with a data flag. On (B)(6) 2018 the customer repeated tube 1 and the hcg result was 211.4 miu/ml with a data flag. The customer also repeated tube 3 and the result was 0.500 miu/ml with a data flag. The customer thinks the initial hcg result from tube 1 was correct based on the results from tubes 2 and 3 which confirm the initial result. There may have been some sort of contamination when tube 1 was re-spun since only that tube gave repeatedly higher results. There was no allegation that an adverse event occurred. The hcg reagent lot number was 24867503 with an expiration date of 30-sep-2018. Pinch tubing was replaced on (B)(6) 2018. The field service engineer (fse) visited the customer site and instrument performance testing was completed.

Manufacturer narrative:
No issues were identified during a review of the customer's alarm trace or instrument performance test data. Based on the information provided, a general reagent and instrument issue can be excluded. The investigation agrees that the most likely root cause of the issue is a contamination of tube 1.